Event description:
Customer reported that she received a button error alarm on the insulin pump, which could not be cleared. The blood glucose reading was 189 mg/dl. Customer stated that she had gone into the pool with the insulin pump on her. The insulin pump was not responding to button presses. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.